Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The bios was reset and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.